Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : a philips field service engineer (fse) opened a service work order (swo) for parts ordering on behalf of the customer. There was no onsite philips engineer evaluation of the reported failure.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the loudspeakers on their intellivue multi measurement server (x2) are defective. The device was not in clinical use.